Manufacturer narrative:
The product was not returned for evaluation. Additional information was requested from the consumer but has not been received. A review of the lot batch record is in progress. While the event has a possible relationship to the device, the consumer reported that the event was related to a 20 minute nap in the lens. There may also be other underlying causes or other events not fully disclosed that contributed to the event. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that on the 3rd day of wearing the lenses, she fell asleep with the lenses in for 20 minutes during the day. Consumer reported that upon waking up there was a fog on the left eye which did not disappear after removing the lens or even after a few hours. The consumer went to an ophthalmological accident and emergency department in a hospital, and the line queue was long and was not seen. The consumer made an appointment for evaluation the next day. The consumer reported visiting an ophthalmologist who diagnosed the consumer with corneal opacity due to hypoxia. The ophthalmologist was reported to have prescribed corneregel and tobradex eye drops. The symptoms became annoying and on the same day, the consumer reported visiting another ophthalmologist. The consumer indicated that ophthalmologist diagnosed corneal erosion in the center of the eye caused by the lens and maintained the treatment. On the next day, consumer stated that she was not able to open her eye and experienced pain. The consumer reported that she visited accident and emergency department in a hospital where she was referred to ophthalmological accident and emergency department in hospital at a different location. Consumer indicated having a fever due to pain. According to the consumer, the ophthalmologist diagnosed corneal erosion. The consumer still experienced pain the next day and made a private appointment with an ophthalmologist. The diagnosis of the ophthalmologist was the same (corneal erosion caused by the lens), the treatment was modified and consumer also received ketonal forte as well as ibuprom for pain. Consumer reported that she had a check up two days later and then five days from the first check up. At the second check up visit, the physician was reported to have informed the consumer the cornea was regenerated. A medical record translation was provided from a (B)(6) 2018 examination. The information on the medical record supports that the record was from the second ophthalmologist visit on that day. Medical history indicated that 2 days ago the patient fell asleep with the contact lens on the left eye ¿ from the morning could see as if through the fog. The patient has been using tobradex and corneregel since yesterday ¿ since this morning there has been significant worsening, swelling of the eyelids, severe eye pain, pain in the half of the face on the left side. The patient has been wearing contact lenses for about a year. The ocular examination revealed that the right eye anterior segment was normal. The left eye ocular examination revealed swelling of the eyelid, swelling and redness of the eyelid conjunctiva, eyeball with mixed injection. The cornea with large round erosion in the centre - fluorescein (+). Ac preserved, seems clean. The iris with normal trabecular structure. The pupil is round, reactive. Translucent lens. The fundus of the eye ¿ not examined (significant photophobia). The diagnosis was reported as a corneal erosion in the left eye. The medical record indicates consumer was issued a compression dressing with floxal for one day. After removal of the dressing, the consumer was instructed to discontinue contact lens wear and use floxal drops and corneregel. No causality was reported on the medical record. Additional medical information has been requested bu not received.

Manufacturer narrative:
A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.